Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinder and pump were replaced. Upon inspection, a crack was identified in the cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinder and pump were replaced. Upon inspection, a crack was identified in the cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, revealing no visual damages. The components were leak and pressure tested; however, both cylinders performed appropriately. Upon visual and microscopical inspection of the pump it was noted that the tubing had been cut down to the pump block and not returned. No leaks were identified in the component. The pump was functionally tested, and it did not pass the deflation test. Based on the information available and analysis results, the reported allegation of a crack in the tubing was not confirmed; however, the pump not passing the deflation test could have caused or contributed to the reported clinical observation of mechanical issues.